Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.3 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that during the procedure, no stimulation was delivered by the device. The procedure was completed with backup device. There was no patient impact.